Event description:
On (B)(4) 2011, a spontaneous report was rec'd from a registered nurse regarding a (B)(6) female who rec'd an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Based upon the info rec'd on (B)(4) 2012, the case was upgraded due to unexpected severity, because of ongoing recurrence of the events. Medical history included previous injection of restylane on an unspecified date in (B)(6) 2011 and an unspecified date in (B)(6) 2011, both with no problems; no drug allergies; anxiety and "something going on with her thyroid." The pt's skin type was fitzpatrick iii. Concomitant medications included synthroid (levothyroxine sodium) and zoloft (sertraline hydrochloride) dose and frequency not reported). The pt rec'd a 6 ml injection of restylane-l from six 1 ml syringes on (B)(6) 2011 to the cheeks, nasolabial folds, and lips. Pre-procedure medication included lmx (lidocaine) topical. Add'l procedures performed at the time of implantation included a 70 unit injection of botox (onabotulinumtoxina) to the forehead. On an unspecified date in (B)(6) 2011 (reported as "10 days ago" from the date of this report), after the implantation, the pt developed 6 bumps, also reported as granulomas. Two bumps were located on the pt's left upper cheek; one bump was located on the left side of the chin; one bump was located on the right side of the maxilla. On (B)(6) 2011, the pt was evaluated by the injecting physician. Treatment for the event included biaxin (clarithromycin) for 2 weeks. On (B)(4) 2011, add'l info was rec'd from the injecting physician's registered nurse. On an unspecified date in (B)(6) 2011, the original 6 bumps resolved. The pt was seen at the injecting physician's office on an unspecified date in (B)(6) 2011, bu the registered nurse reported that no notes or details were available for that visit. On (B)(6) 2011, the pt called the injecting physician's office reported she had developed new bumps in new areas than the previous bumps. The location of the new bumps was not reported. Treatment for the new bumps included doxycycline 100 mg one tablet twice daily. As of (B)(6) 2011, the new bumps were ongoing and the registered nurse planned to call the pt later that day. The injecting physician stated the treatment with restylane-l caused the reported events because the pt had a cut on her leg that was infected. On an unspecified date in (B)(6) 2011 (reported as "17 days ago" from the date of this report), and had a colonoscopy on an unspecified date in (B)(6) 2011 (reported as "2 weeks ago" from the date of the report), and believed the bacteria binded to the restylane-l. The injecting physician assessed the severity of the reported events as moderate. The lot numbers for the six syringes of restylane-l were 10717 and 10730. The expiration date for all six syringes of restylane-l was feb-2012. On (B)(4) 2012, add'l info was rec'd from the injecting physician's registered nurse (rn). The rn stated that the pt had been seen approx 15 times since (B)(6) 2011 in two different offices by 3 different physicians. On unspecified dates in 2011 or 2012, the pt rec'd multiple injections of hyaluronidase, which were stopped "when the pt developed what could have possibly been granulomas." The pt was diagnosed with a dermal filler reaction, which was clarified as either a biofilm or granuloma, though no biopsy was done to confirm. As of (B)(6) 2012, the "new bumps in new areas" were reported to be under the right eye, near the nose; on the right side straight across, low on the cheekbone; on the left side, near the front of the ear; and on the right side, high on the cheekbone. The nurse stated that "everything improved and then other things come back up, it's a constant back and forth." On (B)(4) 2012, add'l info was rec'd from the injecting physician's rn. On (B)(6) 2012, the rn spoke with the pt by phone and the pt reported that on an unspecified date in (B)(6) 2012 (reported as "within the last week" from the date of the report) she had developed a new bump on the left cheek. The rn reported that the 4 bumps ("new bumps in new areas") from (B)(6) 2012 were improved, but not resolved. The rn encouraged the pt to schedule an appointment with the injecting physician soon, but no eval was scheduled as of the time of the report. On (B)(4) 2012, add'l info was rec'd from the injecting physician's rn via email. On (B)(6) 2011, the pt called the injecting physician's rn to inform her that she had 4 new bumps on her face. The pt was out of the country and not able to come in to be treated. The pt was very upset and was afraid that the bumps would never go away. The pt was assured that she was injected with non-permanent filler (restylane-l) so the bumps would resolve. On (B)(6) 2011, the pt was seen by the injecting physician for nodules on the right and left cheeks, chin, left infraorbital, left jawline, and right pre-auricular. The pt was injected with hyaluronidase to help dissolve the nodules caused by the restylane-l. The pt stated that she got a new bump every week and it would take about 5 to 7 days for the bump to resolve. On (B)(6) 2011, the pt was seen by the injecting physician again with new nodules on her bilateral cheeks, bilateral jawline, and bilateral nasolabial folds. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2011 had resolved. On (B)(6) 2011, the pt was seen by the injecting physician again with new nodules on her bilateral cheeks and bilateral jawline. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2011 had resolved. On (B)(6) 2011, the pt was seen by a different physician and presented with new nodules on her bilateral cheeks, bilateral jawline, and right preauricular. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2011 were resolving. On (B)(6) 2011, the pt was seen by a different physician in another state and had new nodules on her bilateral cheeks. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2011 had resolve. On (B)(6) 2011, the pt was seen by the physician again with new lesion on her bilateral cheeks. The new lesions were injected with hyaluronidase and the nodules from (B)(6) 2011 were resolving. On (B)(6) 2011, the pt was seen by the physician again with new nodules on her bilateral cheeks. The new nodules were injected with hyaluronidase and the nodules (previously reported as "lesions") from (B)(6) 2011 were resolving. On (B)(6) 2012, the pt was seen by the physician again with new nodules on her bilateral cheeks. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2011 were resolved. On (B)(6) 2012, the pt was seen by the physician again with new nodules on her bilateral cheeks. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2012 were resolved. On (B)(6) 2012, the pt was seen by the physician again with new nodules on her bilateral cheeks. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2012 were resolved. On (B)(6) 2012, the pt was seen by the physician again with new nodules on her bilateral cheeks. The new nodules were injected with hyaluronidase and the nodules from (B)(6) 2012 were resolving. On (B)(6) 2012, the pt was seen by the physician again with new nodules on her bilateral cheeks. The new nodules were injected with vitrase (hyaluronidase) and the nodules from (B)(6) 2012 were resolved. The pt was scheduled to see the injecting physician on (B)(6) 2012 for new nodules which had developed. The plan would probably be the same, to try to dissolve the restylane-l with hyaluronidase. The lot numbers and expiration date were reported as 10730, 10717 and feb-2012, feb-2012, respectively. On (B)(4) 2012, add'l info was rec'd from the injecting physician's rn. The pt was evaluated by the injecting physician on (B)(6) 2012 and the pt had developed two new nodules on her cheek. The two new nodules were injected with vitrase and the nodules from (B)(6) 2012 had resolved. There was no planned f/u with the pt, but the pt would likely call or come in if she developed new modules. (B)(4).